Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2015-01036.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report# 1627487-2014-01036. It was reported surgical intervention may be undertaken to remove the scs system due to stimulation not helping relieve the pain any longer. However, the pt is receiving coverage of the painful areas. The pt will meet with her physician to discuss dates for the procedure.